Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer did not return a sample for an evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause could not be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure, a patient experienced a small capsular tear and zonule tear due to a blocked irrigation/aspiration tip. The event occurred after lens removal during cortex cleaning. The tip was tested outside the eye but it was still blocked. The tip was exchanged to proceed and complete the case. It was later observed that the intraocular lens implant (iol) was slightly dislocated. The current patient condition is reported as good. Additional information has been requested but not received to date.